Event description:
Customer received results of hi and went to the dr where he obtained a 'much lower result' on dr's device. Timeframe between tests is not known. No treatment received. Qc were used after incident and fell within acceptable limits. Requested return of suspect device and replacement was sent.